Event description:
Complainant alleged that during biomedical dept's routine test and preventative maintenance of the device, the device's charge butoon functioned intermittently. The complainant indicated that there was no pt involvement in the reported failure.